Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she found air bubbles in the reservoir. Some are very small and a few bigger ones. Customer stated that the insulin was not stored at room temperature but she had warmed it up in her hand for 2 minutes. Customer was advised to warm it up for 5 to 8 minutes. Blood glucose value was 128 mg/dl.